Event description:
The pt received her scs sys on (B)(6) 2010 for left arm pain. It was reported that while using the charger, the stimulation became too strong in her left arm. The pt stopped charging and tried to turn off her stimulator with her pt programmer, but she still felt stimulation. The programmer did not display error messages and showed no perception and no amplitude bars. The pt tried another program and then applied the magnet, but she still felt stimulation. F/u on the pt found that the pt has not made an appointment to have her system checked. The pt reported that the system was functioning appropriately. No further issues have been reported on the pt.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.